Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 0.3ml 31ga 6mm experienced product damage, (broken, missing, unassembled,) with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: there is a box that I got several defective syringes such as the needle bent, needle loose and sometimes I realized, when I did not get hurt, in the part where I put the vial only to see. There was no complications or infection to the wounds made by the product. The client on 03/23: the shield that covers part of the needle comes very tight and yes it costs too much to remove it until I feel that there is a defect, maybe I have not realized that when I removed it, it loosened or double the needle of the force that I do or something like that.

Event description:
It was reported that an unspecified number of syringes 0.3ml 31ga 6mm experienced product damage, (broken, missing, unassembled,) with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: there is a box that I got several defective syringes such as the needle bent, needle loose and sometimes I realized, when I did not get hurt, in the part where I put the vial only to see. There was no complications or infection to the wounds made by the product. The client on 03/23: the shield that covers part of the needle comes very very tight and yes it costs too much to remove it until I feel that there is a defect, maybe I have not realized that when I removed it, it loosened or double the needle of the force that I do or something like that.

Manufacturer narrative:
H.6. Investigation: customer returned photos of a 3/10cc, 6mm, 31g syringe with the shelf carton from lot # 9196582. Customer states that the needle bent, needle loose, it hurt once, never bled before this incident, the shield that covers part of the needle comes very tight, and the needle was separated. The attached photos were examined and the syringe shown in the attached photos did not exhibit any visible defects on the sample. A review of the device history record was completed for batch # 9196582 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200835901, 200835461] noted that did not pertain to the complaint. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure